Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge onto the pump. Reportedly, the customer was unsure of the amount of insulin, but stated it was around 100 units. Additionally, the customer stated most likely the cartridge had been under filled. The customer's blood glucose level was in target range. At the time of the reported event, the customer filled a new cartridge with 150 units and completed the load process successfully.